Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the patient experienced difficulty charging the ipg. Later, the patient's ipg turned inoperable and patient lost stimulation. As a result, the patient underwent surgical intervention wherein the entire system was explanted.